Manufacturer narrative:
No products were returned therefore no investigation was performed. Should we obtain additional info pertinent to this event, a follow-up report will be submitted. (B)(4).

Event description:
This is an adverse event recorded on a case report form (crf) as part of the (B)(6) halo pt registry. The pt was prospectively enrolled with barrett's esophagus. Approx three weeks after radiofrequency ablation treatment, the pt reported the symptom of dysphagia. Endoscopy showed a stricture, which was dilated without complication. Pt reports of dysphagia resolved after dilation. Per the physician, the severity of this event was mild, the relationship of the event to the device procedure was not provided, and there was no device malfunction. Attempts to obtain the relationship of the event to the device procedure were unsuccessful.